Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. Transducer calibrations were performed and identified the root cause to be a degraded pressure transducer within the assembly (pt 801). This issue will be internally investigated within carefusion.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). Carefusion's factory service team has received the device and confirmed the reported issue of a transducer fault. Device evaluation and repair has not been completed yet as they await response from the customer. Upon completion of the evaluation and repair, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr fault (transducer fault) alarms. The issue occurred during patient use, the customer reported the unit was swapped out. The customer reported no patient consequence associated with the event. The customer reported troubleshooting, but the issue was not resolved.